Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The sample was received at the investigation site in the outer blister and the cover foil showing the lot information. The inner blister, which ensures that the product is kept safe from damage during the shipment was not used. The product shows obvious macroscopic signs of damage. Specifically, the grasping arms of the forceps are deformed significantly and the tube is bent. The sample exhibits surgery residues, most notably on the grasping arms and below the front cap. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. The actuation mechanism is in working condition without any blockage or unusual friction, i.e. It allows to ¿open¿ and ¿close¿ the forceps even though the grasping arms do not actually close due to their deformation. The damage of the device which does not correspond to the initial report description very well, as well as the missing inner blister suggest that damage on the product was caused during the shipping process from the complainant to the investigation site. However, the point in time when the noticed damage actually occurred can no longer be determined conclusively. It cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the vitrectomy surgery ophthalmic forceps was used and it would not open, which got stuck in closed position. The surgery was completed by using the alternative forceps. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).